Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit had an electrical test fails code #54. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp) checked the machine & found electrical test fails code #54 coming and observed that electrical test fails code #50 also coming. The error was due to humidity. Fse dried moisture of the motor control board and front end pcb. Fse also reset the connections of motor control board and front end pcb. Fse checked again and found no errors. Fse also observed the machine for more than 1 hour, performed all tests, and all the tests passed. Equipment handover to customer in good working condition.